Event description:
Healthcare professional reported "implant damage". Healthcare professional later reported "pain/pulling in the left breast". This record is for a left side. Device has been explanted.

Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "breast pain" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: breast pain.

Event description:
Healthcare professional reported "implant damage". Healthcare professional later reported "pain/pulling in the left breast". This record is for a left side. Device has been explanted.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ breast pain: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis broken device and missing shell are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.